Event description:
It was reported to tyco healthcare in 2002 that a nurse had sustained a needlestick. It was stated that the tumbler had got stuck when the sharps was being disposed of. The nurse then pulled back and the sharps came back and struck the nurse. The safety officer postulated that the sharps was not put in horizontally, and is going to remind staff about sharps container safety. The MFR. Discussed including sharps container etc safety as part of annual inservicing.